Event description:
It was reported the patient developed new pain in the upper back and thoracic area. A CT myelogram confirmed stenosis around the lead. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.